Event description:
It was reported that the device showed the following error codes: travel reverse error; check clutch/plunger lever; restricted flow; pump motor drive phase b power on self test; pump motor drive off power on self test; system advisory: base not responding. There was no patient involvement.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the worn out clutch and defective motor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device motor was replaced and the device passed all testing.